Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported event. Action taken: there are no other complaints in this lot. Investigation has been completed based on current information. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, multiple patients experienced uveitis. This is for patient number four (4). This patient was not hospitalized. Additional information has been requested.

Event description:
Additional information has been requested nd received stating the patient is recovering with medication treatment.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).